Event description:
Device applied to pt's groin while removing arterial sheath. After being pumped up properly the stopcock while in the off position suddenly released all the pressure and caused the groin to start bleeding again.